Event description:
The hcp reported that the patient had return of symptoms (loss of pain control). The pump was interrogated and the attention dialogue box said, "pump in safe state, reset occurred, motor stall occurred, stopped pump period may exceed tube set." The patient was being managed with unspecified oral medications. It was further reported that upon pump interrogation, the motor stall, without recovery, was recorded in the event logs. The patient denied any MRI on electromagnetic exposure. The pump was used to deliver morphine and bupivacaine. The hcp further reported that the pump was replaced.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.